Manufacturer narrative:
Reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor device overheated. Therefore, the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the red light emitting diode (led) on the power module was illuminated; and that the device did not work. It was further determined that the device failed pretest for saw- test, function- test, charging and checking of power module in charger and information button & self-test. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.